Manufacturer narrative:
Product not available for return. Without the opportunity to examine the complaint product, root cause cannot be determined. Review of the complaint history identified additional complaints ((B)(4)) but it was determined that no further actions are required due to the infrequency of the event. Review of device history records found these units were released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that the clinical patient had an initial left oxford knee on (B)(6) 2010. The patient reported pain on (B)(6) 2011 that as ongoing. Subsequently, the patient was revised to a total knee on (B)(6) 2014 due to patella pain.